Event description:
The patient had a coronary artery bypass in 1995. In 2003, it was noted that the battery life was depleted. A follow-up visit was scheduled. The patient went in for a catheterization. At this time it was noted, there was no battery life left in the pacemaker. There was a significant battery drain in a 3 month time period. The manufacturer, thinks the patient could have possibly been internally defibrillated.